Event description:
It was reported that during preparation for an unspecified procedure, the maverick2 catheter tip was noted to be broken. The intended lesion location is unk. There was no pt contact. Another of the same device was used successfully to complete the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.